Event description:
Pt received first injection and began feeling dizzy and sweaty. Pt then experienced nausea and vomiting. Reaction happened again during 2nd injection. Pt. Required hosptalization for fluid replacement and monitoring.